Manufacturer narrative:
H11: additional information was identified in medical records, and the file was reassessed for reportability and determined to be reportable as serious injury. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B1, b3, b5, g3, h1, h6 (patient, device, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) 2017, a patient underwent the port placement procedure via the right subclavian vein for chronic intravenous access of chemotherapy. Approximately four months and one day later, on (B)(6) 2017, computed tomography revealed extravasation of contrast from the tubing near the level of the clavicle and the contrast passes through the segment of tubing. It was further reported that the catheter allegedly fractured. Subsequently, the port was removed (B)(6) 2017. However, the current status of the patient remains unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later post port placement procedure, the port allegedly developed with catheter fracture. There was no reported patient injury.